Event description:
Dealer states getting 4 flashes on the joystick, indicating a left motor fault on chair. (B)(4). Dealer called back to update quote, when he took chair apart, the gearbox on left was leaking into the motor. Changed part from just motor, to motor/gb. He decided to get the other motor/gb too, and drive wheels and hardware. Called (B)(4) to update.